Manufacturer narrative:
(B)(4) 2012, us and (B)(6) customers were sent an urgent pt safety advisory informing them of the need for proper care and preventative maintenance of their device informing them of improperly maintaining instruments that may cause donor site injuries or result in damage to the graft. The device was returned to the MFR for repair and eval. The service record indicates that the device was manufactured on (B)(4) 1995 and has no repair history at zimmer surgical. Eval of the device observed numerous nicks and extensive wear to the leading edge of the control bar and head. The device did produce a metallic sound during testing. Prior to repair, the device was outside calibration specs at all tested thickness settings. Repair of the device included replacement of the head, control bar, 2" and 3" width plates, swivel, calibrating shaft, thickness control lever, reciprocating arm, and standard repair parts. The cause of the reported issue is likely damage to the head and control bar, along with the lack of calibration at all tested thickness settings. Given that the device has no repair history since MFR, lack of preventative maintenance and improper handling most likely was the cause for the damage and lack of calibration. Per the instructions for use, "the zimmer air dermatome should be returned every 12 months and the hose every 6 months for inspection nad preventative maintenance. Annual factory calibration checks are strongly recommended to verify continued accuracy." The device was serviced and returned to the customer.

Event description:
It was initially reported that the air dermatome kit was not cutting smoothly. Add'l clinical info determined that the initial graft was unusable and the surgeon had to manually harvest from the pt as no alternate device was available for use. Because of the reported event, the surgery time was extended and the pt was kept under anesthesia for approx 15-20 minutes. There was no pt harm of injury associated with the reported issue.